Event description:
Vascade closure device deployed in right femoral vein tissue tract. When provider attempted to remove the closure device, she encountered resistance and stopped. The left femoral vein was accessed and a glidewire and catheter where inserted and maneuvered to the right femoral vein images of the right femoral vein were taken and vascular surgery was consulted. Vascular surgery reported to the room discussed the case with the ep [electrophysiologist] provider and a decision was made to perform a cut down of the right groin to retrieve the closure device.